Event description:
It was reported that the nexstent moved during deployment. The procedure was a carotid artery stenting procedure. It was reported that the stent moved during deployment. In the physician's opinion, the stent looked good after deployment and was postdilated using a 6x2x135 balloon. The stent covered the entire lesion.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.